Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 1909275: 25 items manufactured and released on 11-05-2020. Expiration date: 2025-04-21. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without a similar reported event.

Event description:
2 months after the primary surgery the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.